Event description:
Tech alleged that the latch block on the right head siderail was sticking preventing a solid latch everytime.

Manufacturer narrative:
Tech cleaned the block and latch area on the siderail to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.